Event description:
It was reported that during an open law anterior resection procedure, when the surgeon fired the contour, staples did not come out from the cartridge and the tissue was cut but not stapled. The surgeon reinforced misfired staple area. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.